Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A field service engineer (fse) was dispatched to the customer site to troubleshoot the issue. The fse replaced the ise tubing, buffer valve, reference valve and mixing bar. Performance check was performed. The instrument was restored to functionality. The failure mode of this event is a hardware malfunction. (B)(4).

Event description:
A customer in italy reported their au5800 clinical chemistry analyzer generated multiple erratic ise (ion selective electrode) patient results. There was no report of change in patient treatment. No quality control (qc) issues were reported by the customer.